Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot#: (B)(4). A manufacturer representative went to the site to test the equipment. Testing found the system was working as intended. A cable was returned for analysis. Analysis found the cable had been cut or scraped in two different places damaging the cable jacket, but not exposing the internal wires. The cable jacket was torn at the lemo connector exposing the shield wire which appears to be damaged. A continuity test revealed a short from pin 4 of the usb cable to the shield wire. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter connector on the axiem controller was loose and it was difficult to connect the peripherals. Additionally, the external sheathing to the power/communication cable was broken and needed replacement. There was no patient present.